Manufacturer narrative:
(B)(4). Concomitant medical products ¿ unknown segmental articular surface, catalog #: ni, lot #: ni, unknown segmental tibial component, catalog #: ni, lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device remains unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 1822565-2018-06210. Insufficient information.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to unknown complications following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address a distal femoral fracture following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.